Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00342 on 20-dec-2022. Additional information (22-dec-2022): siemens further investigated the incident. A review of the instrument data demonstrated that the primary sample tube was processed in sample cup mode when the sample was initially run. This potentially caused misalignment of the horizontal and vertical axes of the sample probe, resulting in an insufficient quantity of sample being aspirated for sample processing. There were no error codes to indicate an issue with the instrument. The issue was isolated to the sample processed with the wrong sampling mode. Calibrations and quality controls (qc) were acceptable. Processing a primary tube sample in sample cup mode is a use error that contributed to the falsely depressed creatinine (cre2) and high-sensitivity troponin I (tnih) results. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely depressed creatinine (cre2) and high-sensitivity troponin I (tnih) results were obtained on a patient sample from a dimension exl with lm instrument. The quality controls (qc) were acceptable on the day of the event. The customer indicated that the initial results were obtained from the primary sample tube. Then, the sample was poured into a sample cup and repeated on the same instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified the sample path integrity and did not observe bubbles. The sampler metering titration was also acceptable. Then, the cse replaced the sample probe and sample tubing and verified all sampler alignments. The cse noticed abrasions on the shielding for the level sense conduit and replaced the level sense conduit. Next, the cse ran level sense diagnostics and system check, which passed. The cause of the falsely depressed cre2 and tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed creatinine (cre2) and high-sensitivity troponin I (tnih) results were obtained on a patient sample from a dimension exl with lm instrument. The erroneous results were not reported to the physician(s). The sample was repeated on the same dimension exl instrument. The repeat results were higher than the initial results. The repeat results were reported as the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed cre2 and tnih results.